Manufacturer narrative:
A detached needle was returned for analysis. The suture was not received for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and remnant of the suture were noted. In addition, severe marks on the edge of needle that appears to be by a surgical instrument could be observed and are the cause of the pull off. According the sample condition, the assignable cause of performance - pull off suture needle suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/31/2018.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee arthroplasty, and suture was used. The needle was detached from the suture during continuous suturing on the fascia. It was not a control release needle. There were no adverse consequences to the patient. No further information is available.